Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It has been reported that during a proximal femoral fracture correction procedure, a drill bit fractured. The drill bit fractured at the flute solid interface and the shaft remained in the patients bone. No adverse events have been reported as a result of the malfunction.